Event description:
It was reported that, surgeon stated that the frame broke because of the pt's atypical usage of the device. The pt did not remain non-weight bearing as directed.

Manufacturer narrative:
Device will not be returned. If additional information is received it will be reported on a supplemental report.